Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during society engagement scenario education about the 25mm needle set used by the customer on a manikin correctly there was inability to remove the stylet. This occurred with two separate customer insertions with different needle sets of the same size and lot number. Some were unable to remove stylet immediately after opening sterile plus pack packaging. Others did allow the removal of stylet but with effort.

Event description:
It was reported that during society engagement scenario education about the 25mm needle set used by the customer on a manikin correctly there was inability to remove the stylet. This occurred with two separate customer insertions with different needle sets of the same size and lot number. Some were unable to remove stylet immediately after opening sterile plus pack packaging. Others did allow the removal of stylet but with effort.

Manufacturer narrative:
(B)(4). A total of seven (7) 25mm ez-io needle sets (cannula and needle), set kit 9001p-vc-005, were received for investigation. The recorded defect states the stylet could not be removed (separation at the hub, juncture between cannula and needle). One (1) needle set implicated as defective per reports. The 25mm needle set should detach (release) at the hub (juncture between needle and catheter) by twisting the needle counter clock wise. The IFU provides no indication of how much force is required to remove the needle, the IFU simply states once the needle set (hub) has advanced into the patient at the required depth, "remove the stylet". An attempt to separate, or remove the stylet was made on all seven samples. By firmly holding the catheter hub with the right hand and twisting the stylet hub to the left with the other hand (loosening motion) an attempt was made to detach (remove) the stylet from the catheter on the defect sample. Using a "reasonable" hand twisting force, the stylet would not detach (remove) on this sample. The certificate of compliance certifies that the aforementioned lot# (4432340) meets the (B)(4) medical quality system requirements and specifications. This product has been manufactured and controlled by (B)(4) in accordance with the FDA qsr and iso 13485:2003. Samples were forwarded to (B)(4) supplier for investigation. Lake region medical internal complaint assignment....(B)(4) scar was assigned. Sample is pending a final investigation report from (B)(4) medical. Scar was assigned.